Event description:
Reportedly, the smartview connect sent 93 remote reports to the back office between 20 august and 8 september, which does not match the scheduled follow-up plan as only one remote report per month is expected.

Event description:
Reportedly, the smartview connect sent 93 remote reports to the back office between 20 august and 8 september, which does not match the scheduled follow-up plan as only one remote report per month is expected.

Manufacturer narrative:
Please refer to the attached analysis report.